Manufacturer narrative:
Results: the jet7 was kinked approximately 121.5 thru 123.0, and 125.0 thru 129.0 cm from the hub. The total length of the returned device was 132.0 cm. Conclusions: evaluation of the returned jet7 was unable to confirm catheter stretching. The device length was within specification. Further evaluation revealed some damage to the distal shaft of the catheter. During functional testing, the returned jet7 advanced through a demonstration neuron max without issue. This type of damage typically occurs due to forceful manipulation against resistance. Based the complaint report, the root cause of the catheter damage was unable to be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316. The investigation findings do not lead to a clear conclusion about the cause of the damaged catheter. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system jet 7 reperfusion catheter (jet7) from a penumbra system jet7 kit. During the procedure, the physician reported that the jet7 became stretched. The jet7 was therefore removed and was no longer used in the procedure. There was no report of an adverse effect to the patient.